Event description:
As reported by the affiliate, the hub was on the cypher sds was cracked, and therefore it was not possible to properly deploy the stent at the lesion site. The procedure was carried out and finished by using a new cypher select plus. There was no report of patient injury. No anomalies were noted when the device was taken out of the package, and the device was not re-sterilized. The device prepped normally. The intended procedure/target lesion was ptca of the left coronary artery. There was no resistance advancing the product to the lesion, and the device was not torqued or "steered" by the hub. No resistance or complications occurred during withdrawal of the device. Patient's information has not been made available.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.